Manufacturer narrative:
MFR received additional info on 01/10/2011 that the consumer sustained a fractured vertebra, bruised shoulder and bruised tailbone. The consumer was reportedly treated at a local ER and released. The consumer continued to have on going medical care for the injury. There have been no medical records obtained to confirm injury. It is not known how the consumer was using the product at the time of the incident. MDR filed on new detailed info regarding the pts alleged injury. MFR has also requested the lot number of the device. No lot number has been provided at this time in order to determine the distributed products MFR. MDR filed based on new info regarding the alleged injuries.

Event description:
The consumer was allegedly injured as a result of a broken walker. No details of the alleged injury have been provided at this time of incident. MFR received additional info on 01/10/2011, detailing injury that involved a fracture.